Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# j10924r40, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 2mg/day via an implantable pump. The indications for use were non-malignant pain and degenerative disc disease. A catheter event was reported. The physician found the catheter had a hole at the time of surgery. The issue was diagnosed with a revision. The catheter was replaced. It was uncertain what the cause of the catheter hole. Per the reporter it looked like it was just old age. There were no reported patient symptoms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# j10924r40, implanted: (B)(6) 2001, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. It was reported that a piece of the broken catheter was explanted from the patient's abdomen during a pump replacement on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8709, lot# j10924r40, implanted: (B)(6) 2001, product type: catheter. A piece of the 8709 catheter was received for analysis. A slice cut was identified at the strain relief of pump connector, and leaking was seen between the metal pin and white silicone of the connector. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.